Manufacturer narrative:
Explant date: lens remains implanted; therefore, not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a normal preparation following the directions for use (dfu) the lens was implanted into the eye and the surgeon saw a scratch at the left top periphery and at the haptic right above. The lens remains implanted. No additional information was provided.